Event description:
It was reported the patient was in the hospital and was very nauseated. It was noted the patient wanted a patient programmer to determine if their device was still on. Two days later, it was reported the patient's device was confirmed to be operating properly when last checked in (B)(6). It was stated the physician would manage the patient medically. No malfunctions were reported and no interventions were planned. No patient outcome was provided. Additional information has been requested, a follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).